Event description:
Non-delivery on the secondary line reported: the pump was being used in the cardio-cath lab to infuse normal saline on the primary line at 200.0ml/hr with 500.0ml volume to be infused and persantine at 200.0ml/hr with 50.0ml volume to be infused on the secondary line. It was reported that the secondary would not infuse and the pump kept switching back to the primary rate. This event occurred during a cardiac stress test. It was reported that in order to complete the cardiac stress test, the nuclear medicine tech had to administer the persantine "ivp". There was no pt harm reported. Though requested, there was no add'l info reported.